Event description:
During surgical procedure (bilateral craniectomy, bilateral deep brain stimulator lead implantation) a perforator was used. The safety mechanism did not engage and surgeon had to pull back on the drill.